Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Visual inspection of the returned product found the blister is cracked in one corner. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. This device falls within the scope of a corrective action the purpose of which is to assess all current sterile barrier systems used to package products at zimmer biomet bridgend. As part of this corrective action , the pouch for the device is being improved to use a stronger material (nylon), and foam end caps are being added to prevent friction. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was damaged. Additional information on the reported event is unavailable.